Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported of high blood glucose readings from the insulin pump. The customer stated that he had some episodes of unexpected high blood glucose readings during the weekend. The customer stated that he already changed the entire set. The customer stated that he did not receive any no delivery alarms from the pump. The customer was assisted with performing a hp test with fixed prime of 5 units. The customer was advised that the pump is working properly. The customer was advised to contact his health care provider.